Event description:
It was reported when the devices were used during a low anterior procedure, they did not fire any staples. A coordinator fired a fourth instrument outside surgical field, and staples were present. The case was completed using another device. There was no pt consequence.